Event description:
It was reported that 3 bd luer-lok¿ tip disposable syringes experienced damaged stoppers. The following information was provided by the initial reporter: the gasket at the end of the plunger is uneven.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary it was reported the gasket at the end of the plunger is uneven. To aid in the investigation, one photo of a 3ml luer lok syringe was received and evaluated by our quality team. The image shows the upper half of a syringe with the stopper slightly higher on one end than on the other consistent with stopper angularity. The condition observed cannot be verified to be non-conforming from the photo received. Any unused physical samples are required for testing to be performed by a trained bd associate to determine a more thorough evaluation and potential root cause determination. A device history record review was completed for provided material number 309657, lot 1305216. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 1305216 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. H3 other text : see h10

Event description:
It was reported that 3 bd luer-lok¿ tip disposable syringes experienced damaged stoppers. The following information was provided by the initial reporter: the gasket at the end of the plunger is uneven.